Event description:
It was reported that when the surgeon used the device on the rectum, cartridge could not staple. The surgeon hand sutured to complete the case. There was no consequence to the patient.